Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified circumflex artery. A 3.50 x 20 synergy ii drug-eluting stent was advanced but failed to cross and the stent was damaged. The device was removed from the patient and it was confirmed that the entire stent was crumpled. The procedure was completed with a different stent. No patient complications were reported and the patient's status was fine.